Event description:
Related manufacturer reference number: 2017865-2022-11412. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial and right ventricular lead both exhibited noise. It was also noted that the ventricular lead capture thresholds were in question. No intervention was performed. There were no patient consequences.

Event description:
New information noted that there was noise seen on the leads. Programming changes were performed. The patient was in stable condition.